Event description:
It was reported that an all-in-one bag had a detached closure cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. The device was received for evaluation. A visual inspection revealed that the vented luer cap was not connected to the winged luer connector. The cause of the condition was determined to be related to the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.